Event description:
Admitted to another hosptial with chest pain of 2 wks duration. After heart catheterization there was a need for a cardiac bypass. Patient was transferred here. During surgery for CABG, patient was being decannulized. Distal end of cannula came unglued from proximal end. Most of distal end was retrained in inferior vena cava. Rest of cannula rested in rt. Atrium. Cannula was retrieved manually out through cannulation site. Patient appeared to suffer no untoward effect. Manufacturer notified.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: inherent risk of procedure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.